Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump will indicate that bolus was skipped even though it was not and will gave beeps for no reason. The customer blood glucose level was 386 mg/dl had to give himself a shot. Customer also stated that insulin pump rewinds a little louder than before. The device will not be returned for analysis.